Event description:
It was reported that out of range lead impedance triggered a remote alert to be sent to the clinic. The next day the patient was seen in the clinic where isometric testing noted noise on the electrocardiogram. An attempt to reprogram the lead resulted in oversensing and an inappropriate shock. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:05. Daily pacing trend data shows an abrupt increase for defib active can on impedance= 45 to 254 ohms peak between (B)(6) 2011.